Event description:
It was reported that the ilet pump displayed a low battery alert despite placement on a charging pad showing a solid green light, and the user experienced hyperglycemia reported at 211 mg/dl while off the pump; after moving the charger to a different outlet, charging resumed and the battery increased from 8% to 10%, and the user subsequently reapplied supplies and paired the sensor, with glucose peaking at 307 mg/dl and then trending down to 218 mg/dl, consistent with a charging and use procedure issue involving the pump and charger. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem related to an improper or incorrect procedure or method involving the pump and its charging setup. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions with an unintended use error that contributed to the event.